Event description:
Related manufacturer number: 2017865-2023-16901. During a remote follow up, an episode of oversensing was noted. It is unknown if the oversensing was due to the device or right ventricular (rv) lead, and the cause of the oversensing is also unknown. No intervention has been performed. The patient was stable and will continue being monitored.